Manufacturer narrative:
The insulin pump passed selftest and displacement test. No unexpected hardware low level failures alarms noted during testing however, hardware low level failures alarm (variable 3) confirmed in the downloaded history file due to broken pin 1 (vdd) trace at on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure and it reoccurred. The customer was able to clear the alarm and rewind the insulin pump. The patient¿s blood glucose level was 160 mg/dl at the time of the incident. Auto mode status screen shows active insulin updating. The insulin pump passed the self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.